Manufacturer narrative:
Correction to h3 from blank to yes.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed. The exposed portion of the soft cannula was observed to be flattened. Measurement of the soft cannula length was confirmed to be in specification. The timing and cause of the flattened exposed portion of the soft cannula could not be determined. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. A crack was found on the top housing. While a crack was found, it would not contribute to a failure of the device's ability to deliver insulin. The timing and cause of the crack is unknown.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl, while wearing the pod between 24 and 36 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.